Event description:
Serial number of meter is included in a voluntary recall. Three attempts made to contact customer to return the product. Unable to contact customer. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation of existing complaints, we determined that this report should be filed and is now being filed based on the date of the complaint call. Included in field corrective action.